Event description:
Procedure performed: adnexectomy lap. With suspect ovarian masses. Event description: or supervisor gives me a call regarding an incident about last week. While we are on the phone she goes inside an or where they are currently using the instrument in a laparoscopic adnexectomy with suspect ovarian masses to ask if today they are facing the same issues regarding epix scissors. Surgeons say same thing "scissors do not cut well". Today they have been using it for roughly2 hours when they were asked. They tell the or supervisor they feel "something has changed" because they are not "the way they used to be". Additional information received by email from applied medical representative on 15feb22 it was functional but with poor performance. They said they did not cut like before. The scissors did not cut from the beginning. The scissors were not used to cut staples/lap band/dense tissue. Intervention: ni. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event device is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: adnexectomy lap. With suspect ovarian masses. Event description: operating room supervisor gives me a call regarding an incident about last week. While we are on the phone she goes inside an or where they are currently using the instrument in a laparoscopic adnexectomy with suspect ovarian masses to ask if today they are facing the same issues regarding epix scissors. Surgeons say same thing "scissors do not cut well". Today they have been using it for roughly2 hours when they were asked. They tell the or supervisor they feel "something has changed" because they are not "the way they used to be". Additional information received by email from applied medical representative on 15feb22 it was functional but with poor performance. They said they did not cut like before. The scissors did not cut from the beginning. The scissors were not used to cut staples/lap band/dense tissue. Additional information received by [name], qc inspector, on 19apr22: received lot number 1427250. Additional information received by email from applied medical representative on 09may22: then quality control in the us must be right and nursed did not pass me the right information regarding the devices. They must have swapped the lots/incidents. Intervention: ni. Patient status: no patient injury or illness occurred associated with the complaint event

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit.  However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur. Correction: d4 has been updated based on confirmation of product information from the customer. H4 has been updated to the correct manufacturing date.